Event description:
(B)(4).

Manufacturer narrative:
Verathon was first made aware of this report during its routine surveillance of the maude database. The user facility report in maude did not have any info which would allow identification of the hospital, staff, pt, or device, so further investigation into the incident was not possible.